Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens had a refractive surprise and remains implanted. The patient's post-op best-corrected visual acuity was 20/200.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review results: (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was likely to have contributed to the complaint. No definite root cause for the complaint was determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.